Event description:
Customer's educator called to advise that customer had been hospitalized for diabetic keto-acidosis. Educator watched the insertion technique, and it was correct. Tried to troubleshoot the leadscrew, but it seemed stuck.